Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the lower left side seam. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 21, 2019 - october 22, 2019. H10: the device was received with a circled area in the lower left edge of the bag. The bag was cut at the top left corner where the customer likely drained the contents. Unaided visual inspection was performed which observed a tear at the lower left side edge of the bag where the circled area was located. A functional testing was performed which revealed a leak at the lower left edge of the bag approximately at the 400 ml area level. Additional magnified inspection verified a tear/hole in the lower left edge of the bag where a leak was observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.